Manufacturer narrative:
The device was returned for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The distal tip section of the turnpike spiral was severely damage. About 2mm of material was separated and was trapped in the coils of the returned guidewire. The separation point of the turnpike spiral was twisted and torn which is consistent with torquing the catheter against resistance. The turnpike IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury."

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: it was for a complex angioplasty procedure of the left coronary artery, highly calcified lesion of the circumflex artery. There was an attempt to clear the lesion by torque movement of a turnpike spiral on a guidewire. Quickly the end of the microcatheter broke and one end of the soft tungsten end remained hooked to the guide. The turnpike spiral, and guide set was removed and the procedure was stopped. There was no consequence for the patient. The broken tip of the turnpike spiral stayed on the guide, all has been removed from the patient, no consequences for the patient.